Event description:
It was reported that high threshold levels were recorded on the patient's right ventricular (rv) pacing lead through capture management, but that threshold levels were not reading high in the office using a different measurement setting. The device was reprogrammed to monitor only for ventricular capture management. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that the helix of the lead was extrinsically bent, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated apparent explant damage. The analyst commented that electrical resistance and cross continuity test results were within specifications. The damaged insulation might be related to the electrical complaint. Helix function cannot be tested due to the helix being distorted/bent and having dried blood on it. (B)(4).

Event description:
It was further reported that high thresholds were later observed and lead revision was attempted. The physician was unable to properly retract and extend the lead helix. Blood was also noted under the insulation of the distal end of the lead so the lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01, implantable pulse generator, (B)(6) 2013. A 5086mri52, implantable pacing lead, (B)(6) 2013. (B)(4).